Manufacturer narrative:
On (B)(6)2020, the device was visually inspected and it was found with no apparent damage. Leak testing revealed a tear noted in the union between shell and patch. Microscopic examination was performed and the cause of the rupture could not be identified. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/28/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date of explantation was (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/26/2019, a manufacturing record evaluation (mre) was performed for the finished device number 169952, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/2/2019, it was reported to mentor that the date of implantation was (B)(6) 1998. The affected product was mentor smooth round moderate profile 275cc, catalog number was 3501640. The lot number was 169952. Concomitant product was mentor smooth round moderate profile 275cc, catalog number 3501640 lot # number 169477. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and experienced left side deflation. As a result, the patient will undergo removal on (B)(6) 2019.